Manufacturer narrative:
Zoll has not received the thermogard xp ivtm system (sn (B)(4)) for investigation. A supplemental report will be filed when the product is returned and the investigation has been completed.

Event description:
During ivtm treatment for a patient with hypothermia after cardiac arrest, the user observed empty saline bag and the thermogard xp ivtm system (sn (B)(4)) generated "air trap" alarm. After replacing the saline bag, the saline bag got empty and the ivtm system generated "air trap" alarm again. No leak was observed from the start-up kit (suk). Suspecting quattro catheter (lot # 93383) leak. The dwell time of the catheter was 60 hours. The temperature at the time of the issue was 34°c. The ivtm treatment was stopped. No patient consequence was reported. Please see the following related MFR report: MFR 3010617000-2019-00894 for quattro catheter (lot # 93383).